Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate pacing of the ventricle. The patient did experience symptoms, but it is not known what they were. The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2023. The patient's condition throughout the procedure is not known.